Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) was selected for use. The physician attempted positioning for transseptal puncture (tsp) several times. Twice the versacross dilator and watchman fxd curve access system were removed to add additional curve. The physician was able to position onto fossa in an inferior and mid position on fossa. Rf energy was applied to the versacross wire three (3) times, not resulting in a successful crossing of the fossa due to poor septal contact. The physician struggled on a final attempt to gain position in an inferior and low position due to the presence of multiple pacemaker leads in the right atrium. Finally utilizing a 4-chamber transesophageal echocardiography (tee) view to confirm contact with the fossa, the correct tsp position was obtained. Rf was applied to the versacross wire, and a successful crossing of the septum was made. The versacross wire and was sheath was advanced to ostium of laa. Was sheath was then advanced through fossa to ostium of laa. At this point, the patient blood pressure dropped, and a pericardial effusion was noted on tee imaging. The physician also noted at this time that the patients right atrial lead had moved from original position. The patient was prepped for pericardiocentesis. Pericardiocentesis performed and patient was stabilized briefly. The physician made decision to continue with watchman implant. Contrast injection was obtained using was sheath and versacross wire. A 27mm closure device was implanted successfully with three (3) partial recaptures needed to obtain proper position and seal. The patient was noted to again have a slight decline in blood pressure. The physician scanned tee for pe and noted that pe had increased in size. Additional fluid was extracted. Approximately 1800ml of total fluid was removed from heart. The physician then called a surgeon to intervene. The surgeon evaluated patient and performed open heart surgery noting four (4) perforations to the right atrium. Surgical intervention was completed to repair perforations. The patient was stabilized and transported to the intensive care unit (ICU) post-surgery. The physician suspected that the right atrium might have been perforated with the tip of the dilator while positioning for tsp.